Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd phaseal¿ spike connectors experienced a broken spike tip. The following information was provided by the initial reporter, translated from japanese: there was no leakage during use, but the device was disposed as it was being connected to the infusion bag and there was slight leakage when the spike was broken. The exact location of the spike broken is unknown. The facility just said the spike was broken. According to the customer's report, the hcp put the used c180j in a ziploc for disposal after use, and the c180j then broke.